Event description:
It was reported to technical services on 01/11/2013, that this rv lead had an insulation break and they saw externalized conductors on ap. Exposed wire in proximal portion of lead - not near coils. All lead parameters are stable. Tested at 30j and converted patient. Dr elected to put new device on this same riata (against caller's advice). Leads from (B)(6) 2005, pace impedance at -250 ohms for the duration of time. Dr's choice was to stay with the riata. Dr. (B)(6), at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).